Event description:
It was reported that the coil became stuck while partially deployed. The target lesion was unknown. An interlock 8mm x 20cm was selected for an embolization treatment procedure. The coil was advanced through a non-bsc catheter; however, when about two thirds of the coil was deployed, the coil became stuck and could not be completely retracted. They continued with deployment of a couple of 6mm x 20cm coils without issue; the procedure was successful. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The returned device consisted of a pusherwire, a coil an introducer sheath and a box. The coil was inside the introducer sheath. The arms of the coil and the pusherwire were interlocking inside the introducer sheath. Saline was present inside the introducer sheath, indicating the device was used while applying continuous flush. There was no damage to the introducer and the twist lock was fully open. Before removing the device from the introducer sheath two kinks were visible on the pusherwire. One was located approximately midway along the wire while the second was located approximately 100mm from the proximal end. The pusherwire was advanced through the introducer and no resistance was met. Upon removing the pusherwire from the introducer, three minor kinks were noted in the in the ss region of the wire. The coil structure was retained when the device was removed from the introducer sheath. The zap tip was smooth and rounded. The interlocking arm of the coil was intact as was the arm of the pusherwire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021in (0.53mm) inner diameter (i.d.) Microcatheter (e.g.renegade microcatheter) with one or two radiopaque (ro) tip markers. Event descriptions states a progreat microcatheter was used in the procedure. (B)(4).

Event description:
It was reported that the coil became stuck while partially deployed. The target lesion was unknown. An interlock 8mm x 20cm was selected for an embolization treatment procedure. The coil was advanced through a non-bsc catheter; however, when about two thirds of the coil was deployed, the coil became stuck and could not be completely retracted. They continued with deployment of a couple of 6mm x 20cm coils without issue; the procedure was successful. There were no patient complications reported and the patient's status is stable.